Manufacturer narrative:
Investigation: one photo was provided. It shows one extra needle attached to the plastic needle; the needle assembly doesn¿t have the plastic shield. A mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. Additionally, 33 samples were received for evaluation. They all came in the sealed packaging blister. They were visually inspected with a microscope and no damage was noted. The bevels and etch were all good. No defective grind or hooks were observed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that there was a molding defect with the bd precisionglide¿ hypodermic needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a molding defect with the bd precisionglide¿ hypodermic needle.